Manufacturer narrative:
Result: the pxslim microcatheter spiral cut section of the strain relief was stretched. The catheter was also ovalized approximately 2.0 cm from the distal tip. Conclusion: the compliant has been evaluated. The complaint indicates that the coil was unable to be deployed in the aneurysm as the coil unintentionally detached in the pxslim microcatheter. Evaluation of the returned devices confirmed unintentional detachment of the coil. In addition, the pxslim microcatheter was ovalized approximately 2.0 cm from the distal tip. The pusher assembly was kinked approximately 37.5 cm and fractured approximately 72.0 cm from the proximal end of the pusher wire. It appears that the ovalization at the distal tip of the pxslim045 microcatheter may have caused resistance during manipulation of the coil as it was positioned in the patient prior to detachment. The force used to overcome this resistance may have caused the pusher assembly to kink and fracture, releasing the pull wire from the capture feature in the ddt and unintentionally detaching the coil. The complaint states that the coil was recovered in the microcatheter however, the coil was not returned for evaluation. These devices are 100% visually inspected during packaging. In addition, all lots are tested for tensile strength and all tested units met the specification. The stretched strain relief at the proximal end of the microcatheter is cosmetic and is not related to the event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00350.

Event description:
The patient was undergoing an embolization procedure using a px slim delivery microcatheter and a ruby coil. During the procedure, the px slim microcatheter was positioned within the aneurysm, it was noticed that the coil was partly in the aneurysm and the microcatheter. The physician retrieved the coil with the microcatheter. Another microcatheter was used to complete the procedure and there was no report of an adverse effect on the patient.